Event description:
Additional information indicated surgical intervention was undertaken wherein the leads were explanted and replaced with a penta paddle lead. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following several days of intense coughing due to unrelated health reasons, x-rays were taken and showed a lead fracture. Reprogramming was attempted and lead diagnostics also indicated high impedances on the lead. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: 05415067017246, serial: (B)(4), batch: a000116279.